Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav variable eco catheter, model # d-1343-01-s, lot # 17693306l. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Early in the procedure, during ablation, noise (signal interference) was observed on lasso catheter electrodes 5-6. Cable and eco dongle were exchanged without resolution. Lasso catheter was exchanged and the issue resolved. It was noted that the noise issue was unrelated to the adverse event. During the procedure, after ablation of the left pulmonary veins, a small pericardial effusion was detected via intracardiac echocardiography (ice). Procedure continued, as the effusion was not significant. By the end of ablation, the effusion had increased in size and the patient became hypotensive. Pericardiocentesis yielded an unspecified amount of fluid. Patient was stabilized and transferred to the intensive care unit (ICU) for observation. Multiple attempts have been made to obtain additional information regarding this complaint, but none has been made available.